Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient was implanted with an expired ins. The product was pre-sold to the account and taken off of their stocking shelves for implant. Product was validated with customer service and manufacturer representative (rep) was given the okay verbally through customer service to go ahead with implanting the product. The circulating nurse took the product and opened the package for implant. The nurse did not verbally communicate the expiration date and did not see it, nor did rep. The ins was implanted by the physician. The ins functioned 100% normally when verifying connection for the leads into the ins. Programming was achieved post operatively without any issues. All this occurred on (B)(6) 2020. After the incision was closed and the patient was turned over, manufacturer representative (rep) began the process to ¿create a procedure list¿ from the validated product in mstar, upon doing this the warning came up that the implanted product could be either ¿expired or on product hold¿ so rep immediately informed the circulating nurse as well as the operating physician. Hcp verbally communicated and acknowledge understanding that the implanted product was expired, and he made the decision to not go back into surgery to replace the ins in the interest of patient safety. There are zero signs and symptoms of any issues. No patient symptoms were reported. No further complications were reported/anticipated.